Event description:
A report was received that the patient's ipg had tilted. It was noted that the patient could not charge due to the ipg healed sideways. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that the device passed all tests performed. The complaint in regard to the charging anomaly was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.94 volts. This result indicated that the device is capable of being charged fully under a proper charging method. The device passed the required tests and exhibited normal device characteristics. Additionally, the reported complaint states that no malfunction of device was suspected and patient couldn't charge because the ipg was tilted and healed sideways.

Event description:
A report was received that the patient's ipg had tilted. It was noted that the patient could not charge due to the ipg healed sideways. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well post operatively.